Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient's blood glucose level rose to 20.5 mmol/l (369 mg/dl) while wearing the pod between 37 and 48 hours. The patient was going in and out of a swimming pool and later experienced elevated blood glucose. The pod reportedly was coming loose from the infusion site (arm), causing the pod cannula to dislodge. The patient checked the pod and found that there was water inside the pod. As treatment, a new pod was applied. The patient resides in the united kingdom but was travelling to spain at the time of the reported event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod was received with the adhesive pad on the pod. The adhesive welds were observed to be intact. No damages or deficiencies were observed with the device that would contribute to a failure to adhere. The cause of the reported failure to adhere event could not be determined. The pod data showed no errors or abnormalities that would suggest there was a problem with insulin delivery. Fluid had no issues traveling the complete fluid path and no leaks were observed. No fluid was observed inside of the pod. No problem was found regarding the reported fluid observed inside device event.